Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge could not be filled as the syringe needle was blocked. The needle was changed and cartridge was filled. There was no reported impact to blood glucose.